Manufacturer narrative:
As described in the event description, the sales rep stated that the implant did not fit correctly. A complaint analysis based on the pre-op and post-op scans was performed by stryker¿s custom design team and it was confirmed the implant was correctly designed. The pre-op scan was three months old at the time of initial surgery and the scan showed significant brain swelling. The pre-op and post-op scans were compared against each other. It appears that there is an increase of brain swelling in the post-op scan. However, a review of the skulls of the pre-op and post-op scan showed no differences. A titanium mesh was used instead of the reported device. In conclusion, the peek implant was designed according and manufactured according to specification. No device problem could be found. H3 other text : not available.

Event description:
It was reported that during the procedure, the surgeon realized the implant did not fit the affected area. The implant was not used to complete the surgery. There are no further details at this time.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that during the procedure, the surgeon realized the implant did not fit the affected area. The implant was not used to complete the surgery. There are no further details at this time.